Event description:
Reported via journal article: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Post-implant, the patient was started on apixaban 5mg twice daily. Thirty (30) days post-implant the patient's serum creatinine rose and thus the apixaban was decrease to 2.5mg twice daily. At the 45-day follow-up, transesophageal echocardiogram (tee) revealed a sessile thrombus on the surface of the closure device, mostly surrounding the threaded insert. The thrombus measured 10 x 7mm with an approximate thickness of 5mm. Along the posterior aspect of the closure device, there was a small 2 mm gutter. There was no evidence of a para-device leak. Moreover, the echoes behind the closure device were dense (white), consistent with appropriate intra-device thrombus formation. Of note, the patient reported nonadherence with apixaban for more than 3 days before follow-up tee. The patient was then educated on the importance of compliance with apixaban. Repeat tee 6 weeks later revealed complete resolution of the thrombus. Apixaban was then replaced with aspirin with plan to repeat tee 6 months later.

Manufacturer narrative:
Estimated as publication date is 2023. Literature citation: nehal dhaduk, et al. (2023), device-associated thrombus with watchman flx left atrial appendage closure device: a report of two cases. Case: cardiovascular imaging case reports. Https://doi.org/10.1016/j.case.2023.01.010.